Event description:
It was reported to philips that the ceiling rail cover detached on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ceiling rail cover and rail cover assembly, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).